Event description:
A pump malfunction was reported after it was dropped. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and to contact support if the issue reappeared but declined to resume insulin during the call.